Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was not detected on bus. User rebooted but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was not detected on bus. A field service engineer found that there were no lights present on the drawer board, replaced the drawer board and tested its functionality in hardware test application (hta). The customer then performed an inventory count followed by a final functionality test, and the station operated as expected. The system functioned as intended after the field service engineer repaired the device.